Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm as well as drain complication warning. When patient removed the cassette after cancelling treatment there was fluid in the pump module area of the cycler and fluid on the external part of the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient¿s daughter stated the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to carry out manual treatments in the absence of a cycler. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. The sample was received with original package, identified with product number 050-87216 and lot number 22er08038. The complaint product sample was visually inspected and no damages were observed in film or hard plastic of cassette; cycler set is acceptable. In addition, the sample was tested in the cycler machine and worked as intended without any abnormalities during the tested period. During the evaluation of the sample, the alleged failure stated in the complaint was not confirmed. During the DHR review the lot involved does not show any non-conformances, deviations or associated rework related to the alleged complaint description.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm as well as drain complication warning. When patient removed the cassette after cancelling treatment there was fluid in the pump module area of the cycler and fluid on the external part of the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient¿s daughter stated the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to carry out manual treatments in the absence of a cycler. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.